Manufacturer narrative:
The information that provided with the initial report was incomplete. The correct and updated information has been included with this report.

Event description:
It was reported that the insulin pump was under delivering due to high blood glucose. Customers had a blood glucose value of 21 mmol/l at the time of the incident. Customers current blood glucose value is 17 mmol/l. Customer corrected the high blood glucose using insulin pump. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer also reported that the automode feature was in use at the time of high blood glucose event. Customer did not find any leaks or air bubbles. As, per troubleshooting customer alleged possible under delivery due to high blood glucose. Customer declined to test the insulin pump for occlusion. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering due to high blood glucose. Insulin pump will be returned for analysis.